Event description:
Reporter indicated that the pt's magnet was reported to no longer be working to abort her myoclonic-tonic episodes and the pt is no longer responding to the magnet activation with a cough. The physician indicated that he thinks the pt's generator battery is "weakening." He states that the pt has had an increase in seizure frequency and overall decline of quality of life over the past 6 months. A system diagnostics test was performed and gave "ok" results. A normal mode test was performed and also gave "ok" results with a dc dc code 4. He indicated that this is not a dramatic increase, but that this finding and the that the pt's clinical situation has diminished over the past 6 months, he thinks the vns "battery is starting to be depleted if not completely depleted. " pt's pre-vns baseline seizure rate is unk to MFR at this time. It was additionally reported that pt is scheduled for a generator replacement because it is believed her generator is nearing end of service. Recent diagnostics were within normal limits.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.